Manufacturer narrative:
Product in complaint was returned to zoll on 09/23/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 16 (timeout moving to take-up position) message. The customer attempted to exchange the lifeband, however the issue would not resolve. No adverse patient sequelae was reported. No additional details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis on 09/23/2015. Investigation results are as follows: visual inspection of the returned autopulse platform was performed and no physical damages were observed. A review of the autopulse platform's archive was performed and multiple user advisory (ua) 16 (timeout moving to take-up position) messages were observed on the reported event date of (B)(6) 2015, thus confirming the customer's reported complaint. Functional evaluation of the returned autopulse platform was performed and the customer's reported complaint was observed, as the autopulse platform displayed a ua 16 upon power up. Further inspection determined that the brake gap had seized. After the brake gap was cleaned with alcohol and freed, the platform was run with a large resuscitation test fixture lrtf) for 25 minutes and no other user advisories or warnings were observed. Based on the investigation results no parts were identified for replacement. In summary, the customer's reported complaint of the autopulse platform displaying a user advisory (ua) 16 was confirmed through review of the archive and was replicated during functional testing. Further inspection determined that the brake gap had seized. After the brake gap was cleaned, the platform passed all final functional testing criteria.